Manufacturer narrative:
Patient identifier: legal product liability number: (B)(6). Date of event: the exact date of the event is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter: this event was reported by the patient's legal representation. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted into the patient during a procedure performed on september 24, 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury.